Event description:
The patient had the implantable neurostimulator (ins) relocated to a better spot on (B)(6) 2015. The patient¿s health care provider (hcp) reported that the area of the ins was showing early signs of possible erosion so the ins was moved to different position to avoid erosion. Following the revision the patient experienced pain in the lower extremity and low back accompanied by numbness localized in right anterior thigh without a radicular patent. The patient¿s pain scale was 6-10 and overall doing well. At a post-op visit there was incision redness but was within normal limits. The incisions were intact. The patient was happy with the new location of the ins and extensions. The patient healed well from the ins location revision. It was noted no pressure on the area of the ins prior location. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0349031v, implanted: (B)(6) 2003, product type: lead; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).